Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a wedge resection of the right upper lobe tumor with mediastinal lymph node sampling the device stopped working and did not fire the load. There was no patient injury.